Event description:
While removing aortic cannula from aorta on pt with aortic stenosis, the round disc at the end of the cannula fell off, and into the chest cavity. The disc was successfully extracted with no adverse impact to pt care.